Event description:
This implantable cardiac resynchronization. Therapy defibrillator (crt-d) was electively explanted and replaced due to the recent field communication. New info: guidant received info that this device was part of a legal and the pt passed away. Guidant was no specific info as to the device involvement in the pt's death.